Event description:
The manufacturer was contacted in reference to a customer complaint stating that during a service evaluation and disassembly process, an issue was identified with the humidifier base cable being burnt. The device was not in patient use. The device has been returned to the manufacturer and the investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to a customer complaint stating that during a service evaluation and disassembly process, an issue was identified with the humidifier base cable being burnt. The device was not in patient use. The device was returned to a manufacturer. Evidence of sound abatement foam degradation/breakdown was not observed in this device. The source of contamination was most likely external to the device. Pil observed the following from an external and internal inspection: air inlet filter missing. Ui (user interface) knob missing. The air outlet port had tan dust-like contamination in it. Air inlet had tan dust-like contamination in it. Pca (printed circuit assembly) had dust-like contamination all over the top of it. Thermal event on humidifier harness connector and pca. Dust-like contamination on the top of the blower box lid and surrounding area. Dust-like contamination on the top of the blower motor and inside of the blower box. Bottom enclosure had dust-like contamination in it. Air inlet seal had yellowed and had dust-like contamination on it. The sound abatement foam was intact and had dust-like contamination on top of it. Box h has also been updated.

Manufacturer narrative:
The manufacturer previously received information alleging a "burnt humidifier-based cable" located on the device during the disassembly process. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found air inlet filter was missing and ui (user interface) knob was missing. The manufacturer inspected the device internally and observed the air outlet port and air inlet had tan dust-like contamination in it. Pca (printed circuit assembly) had dust-like contamination all over the top of it. Dust-like contamination was on the top of the blower motor, inside of the blower box and blower box lid's surrounding area. Yellowed air inlet seal and bottom enclosure also had dust-like contamination on it. Thermal event on humidifier harness connector and pca at j9. The sound abatement foam was intact and had significant dust-like contamination on top of it. Evidence of sound abatement foam degradation/breakdown was not observed. The device's event logs were downloaded and reviewed. The manufacturer found there was 0 error code. The manufacturer verified the unit do power-up, provide flow. The manufacturer concludes there was no evidence of sound abatement foam degradation but contaminants throughout the device, likely from an external source. Additionally, the manufacturer was able to confirm the complaint of burnt humidifier base cable and j9 thermal event. **UDI related data quality updates only** the UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format. In this report, box d, e, h has been updated/corrected.